Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 373 mg/dl. Troubleshooting was performed. Found that the customer had not delivered any boluses or primes for a few days prior to the event. The insulin pump did not pass the prime or high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.